Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient was hospitalized after experiencing a syncopal episode. Attempts to interrogate the device were unsuccessful. As a result, a device replacement procedure was scheduled. The device was explanted. The right ventricular (rv) lead was explanted as a precaution as the physician suspected the rv lead could have caused or contributed to the event. Additionally, the right atrial (ra) lead was explanted due to high, out of range impedance measurements. No additional adverse patient effects were reported.